Event description:
Essure procedure-permanent birth control. I received this procedure about 1 year prior. Suffered from sharp pains, long term bleeding, and pain during intercourse. I complained to my doctor constantly and the only test he did was make sure it took, and he said it did. However, 3 days ago I found out I was pregnant. I went to the hospital because I was late for my period and was having severe pains, and the doctor who put the device in could not get me in for at least a week. Found out at the hospital that the right coil is no longer completely in my tube, it is now partially in the uterus along with a fetal sac. I am now having complications and am having to receive several ultrasounds to see if the baby is okay and this is still undetermined. However, I will have to have a tubal ligation after I have another pregnancy due to this device. Dates of use: (B)(6) 2010 - (B)(6) 2011.